Event description:
The research article "mechanical versus biological valve prostheses for left-sided infective endocarditis" was reviewed. This research article is a retrospective single center cohort study with the goal to analyze the outcomes after implantation of mechanical versus biological valve prostheses in patients presenting with left-sided infective endocarditis. The devices associated with this study were abbott masters, medtronic mechanical, cryolife on-x aortic, edwards magna ease, medtronic freestyle, cryolife on-x mitral, medtronic mosaic mitral. The conclusion of this study was that in patients presenting with left-sided infective endocarditis <(B)(6), implantation of a mechanical valve prosthesis is associated with superior outcomes. [Primary author: amila kahrovic, dept of cardiac surgery, medical university of vienna, vienna, austria, with corresponding author philipp angleitner , email: (B)(6)].

Manufacturer narrative:
As reported in a research article, 220 patients underwent valve replacement surgery due to endocarditis between january 2009 and december 2018; the devices associated with this study were abbott masters, medtronic mechanical, cryolife on-x aortic, edwards magna ease, medtronic freestyle, cryolife on-x mitral, medtronic mosaic mitral. Events of prosthetic valve endocarditis were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or additional patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. For MDR purposes only: the date of occurrence is estimated as range of dates when the study/registry took place, for reportability purposes. (01 jan 2009 through 01 dec 2018) related manufacturer reference number: 2135147-2022-00279-00, 2135147-2022-00280-00, 2135147-2022-00281-00.